Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "wearable failure" occurred. No cgm values were available at the time of the event. On the morning of (B)(6) 2024, the patient was at home and became hypoglycemic, had a seizure, loss of consciousness and memory loss. At some point the lowest bg fs value was 43 mg/dl. The patient was given oral glucose (tablets and gummies) by family members to raise the bg level. After regaining consciousness, they ate a peanut butter and jelly sandwich, and sugary drinks (yoohoo, arizona iced tea). The betabionics insulin pump was disconnected, and then the cgm sensor failed. The parent transported the patient to the hospital for evaluation, bg management, and monitoring. They also received diagnostic testing for effects of the seizure. Although the duration of hospitalization was not specified, it was noted they remained in the hospital for more than 24 hours. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.